Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the case was scheduled as a lumbar wound exploration. Upon viewing films, it was discovered that two set screws had backed out, s1 and ileum. Both set screws were retrieved. Wound was explored, infection was noted and appropriate measures to clean out wound were performed. Both set screws were replaced and torqued to specs as well as all other screws in construct. It is to be noted that the other set screws in construct were loose, but not backed out. No other issues related to case.